Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported blood glucose of 256 mg/dl that persisted throughout the day in the context of an intercurrent cold, and technical support recommended a supply change, which the user agreed to perform. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or diabetic ketoacidosis. Outcomes included no reported medical intervention beyond troubleshooting and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device alarms reported by the user and no specific device malfunction identified during the call. It was concluded that the event was consistent with hyperglycemia with an unclear cause and that continued monitoring after supply change was advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.